Event description:
It was reported that there appears to be lead noise on rv and ff on hmsc recordings. System remains implanted and will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was capped and replaced on (B)(6) 2021 due to a possible fracture and noise. The patient reported that about the same time as the noise started, she was at the grocery store and something fell on her chest where the device was. The physician tried to explant this lead but after several turns of the screw, the lead would not detach so it was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.